Event description:
Boston scientific received information that the patient implanted with this pacemaker had gone under radiation treatment. Upon a recent interrogation a warning message indicated that a device reset had occurred. There were no associated adverse patient effects. Technical services discussed possible cause, programming, and advised a save memory to disk be sent for further engineering analysis. The field representative was to discuss further with the physician.

Manufacturer narrative:
Event clarification and resolution has been requested. The field representative later reported that the physician had just asked to verify with technical services that the device could be reprogrammed out of the reset mode and no disk was sent for analysis to the representative's knowledge. The device was reprogrammed back to the normal settings for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.